Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 33 mg/dl. Customer treated with manual injection. Troubleshooting was performed and it was found that cannula was bent and may not have entered the body at all. Customer was advised to change set.